Event description:
Customer reported the product right and left panels have the pull-tabs missing. The panels also have holes in the netting. There was no reported pt incident or injury reported. Eval for the returned product shows that zipper elements are broken.

Manufacturer narrative:
(B)(4). Zipper damage. Eval, results - eval for the returned canopy shows the window side left: seven zipper teeth elements are broken, two inches in length that are missing from the zipper tape. The panels a & b pull tabs are not missing and attached correctly. (B)(4).